Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2005 via the left common femoral vein due to a motor vehicle accident. The patient is alleging vena cava perforation, fracture and organ perforation. The patient further alleges, abdominal pain, nausea, vomiting and additional surgery. It was also reported that per the (B)(6) 2015, computed tomography- panscan with face with intravenous contrast: "retroperitoneum: there is an infrarenal inferior vena cava filter with an anteriorly protruding leg through the inferior vena cava wall more prominent compared to prior study." Additionally, per the (B)(6) 2018, endoscopy report: "findings: a foreign body was found in the second portion of the duodenum . The foreign body is presenting from the medial side and is a metal object with a distal hook causing irritation of the opposite wall of the second portion of the duodenum with nodularity. That was biopsied for further histological evaluation. This most likely represents a prong of the inferior vena cava filter and had migrated into the duodenum. Impression: duodenal foreign body. Recommendation: - refer to a surgeon at the next available appointment . Physician for consideration of removal of the inferior vena cava filter due to the symptoms."

Manufacturer narrative:
Additional information: h6-device codes: appropriate term/code not available (3191): perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vc/organ perforation, fracture, abdominal pain, nausea, vomiting, addl. Surgery. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported abdominal pain, nausea, vomiting or additional surgery are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment the additional information regarding embedment does not change the previous investigation results for vena cava/organ perforation. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Retrieval report (successful): "the ivc was then entered in a vertical fashion using 11 blade scalpel and extended with potts scissors. The ivc filter was densely adherent to the wall of the ivc and wire cutters had to be used to cut the arms off of the ivc filter and remove them individually."